Event description:
Customer was hospitalized due to low blood glucose. Customer did have a seizure while treating for his low blood glucose. The customer's mother treated with glucagon and the paramedics were called.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.